Event description:
It was reported that the user applied a new dexcom g7 sensor after the prior sensor expired, but the new sensor paired to the dexcom app and receiver instead of the ilet, resulting in no glucose readings on the ilet and a dosing stop; this reflects an improper setup process and a user connectivity issue, with no specific ilet component implicated. The user did not reconnect a sensor for another two days. Symptoms included information that was not sufficient to characterize any clinical effects of change in blood glucose. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a usage problem with an incorrect procedure for starting and pairing the sensor, and no device problem was found with the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.